Event description:
A patient ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2011, the patient was injected with 2.0 ml coaptite, lot 1024533 and lot 1024673. On (B)(6) 2011, the patient developed urinary retention diagnosed by a bladder scan. The patient was treated with foley catheterization starting on (B)(6) 2011. The adverse event resolved on the same day. Per physician, the event was of mild severity and definitely related to coaptite. On (B)(6) 2011, the patient developed urinary tract injection diagnosed with urinalysis. The patient was treated with augmentin on (B)(6) 2011, dose, frequency and duration were not reported. The adverse event resolved on (B)(6) 2011. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
Additional lot used: 1024673 (expiration date 03/2014, manufactured 03/2011). The device history records for two lots were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.